Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation. Concomitant medical device(s): 320-15-06, (B)(4) - rs glenoid plate ext cag +10mm cage peg. 320-20-00, (B)(4) - eq reverse torque defining screw kit. 320-15-05, (B)(4) - eq rev locking screw. 320-01-38, (B)(4) - equinoxe reverse 38mm glenosphere. 300-01-15, (B)(4) - equinoxe, humeral stem primary, press fit 15mm. 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, approximately 1.5 years post op initial rrtsa, this (B)(6) y/o male patient was revised due to an infection. All implants were removed and a spacer was implanted. There was no surgical delay. Patient was last known to be in stable condition following the event. Devices will not be retuning due to hospital policy.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.